Event description:
The surgeon placed a surgiwrap piece in a pt during 2005 surgery. Doctor did a re-op 7 months later and found a gelatinous substance. The doctor also mentioned that he found the bowel stuck to the pelvic floor. He did not secure the surgiwrap in place but he will in his future cases.